Event description:
A site representative, neuro coordinator, reported on (B)(6) 2015 that while in a spine procedure on (B)(6) 2015, they noted that one of the prongs on their spine clamp was broken. This was discovered at the beginning of the procedure. The surgeon chose to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
The suspect clamp was evaluated: as reported, one of the four teeth has broken off and is missing. Otherwise, the clamp functions normally.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
On 01/14/2015, return requested for spine reference clamp. No parts have been returned to manufacturer for analysis. On 02/09/2015, a medtronic representative, following-up at the site, reported that it is believed the device may have broken during sterile processing. Part not returned to manufacturer